Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. The unit was analyzed and error 32056 was found in the logs indicating usm axes controller, arm (aca) failing to initialize i2c device. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto an in-house system where it failed test. The pitch searchlight and pitch searchlight flat flex cable (ffc) were verified to be the source of the fault. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 23056 occurred on universal surgical manipulator (usm) 2. The customer performed a power cycle and then a hard power cycle on the system, but the issue was not resolved. During a troubleshooting with the tse, the tse found that the customer did an improper hard cycle on the patient side cart (psc) and performed a secondary cycle. The system was not used on the patient when the issue occurred.